Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: do you know what the account meant when they stated that the device misfired? They told me the clip was scissored, not formed properly. Was there any patient consequence? If so please explain. No. Due to the additional information changed not specified to scissored clips, changed alert date and re-ran MDR.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: do you know what the account meant when they stated that the device misfired? They told me the clip was scissored, not formed properly. Was there any patient consequence? If so please explain. No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as malformed. In addition, the device locked out as intended. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. Case completed with another device of the same product code. Unknown if there were no patient consequences.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. Case completed with another device of the same product code. Unknown if there were no patient consequences.